Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. It was stated that the insulin pump alarmed no delivery during the basal. Troubleshooting was performed. The customer's glucose reading at time of call was 372mg/dl. The caller stated that the no delivery alarms are recurring. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.